Event description:
A caller reported that the insulin gauge displayed a quantity different than expected, indicating a discrepancy between 0 units shown and an expected 240 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was advised by cts to call back for troubleshooting if the issue recurred.